Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The patient was receiving 5fu. After an unspecified length of time in use, the patient noted that 5fu was leaking onto their arm from an unspecified location. The patient's skin was washed and the spill was cleaned up according to the facility's protocol. The therapy was discontinued. At an unspecified time in 2007, the 5fu therapy was resumed using a replacement tubing set. Upon examination of the tubing set in the pharmacy, a crack at the proximal end of the filter was noted. There were no reported adverse patient effect. No medical intervention were required. Though requested, no additional information was provided.